Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A new cartridge was successfully loaded resolving the issue. Blood glucose level was in the 170's mg/dl range.